Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history review could not be reviewed due to the unknown lot number.

Event description:
The event involved a primary plum y-type blood set, 200 micron filter, clave secondary port, secure lock, 110 inch and occurred on an unspecified date. The customer reported that they received a high-pressure warning from the pump and the tubing filled with air bubble,s and then the blood ended up infiltrating through the tubing and the micron filter. There was a patient involvement, however, harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.